Event description:
It was reported the distal loop of this polypectomy snare detached in the patient udring a polypectomy procedure. The detached loop was retrieved without incident. Another snare was used to successfully complete the procedure. There were no patient complications involved. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Without evaluating the device, co is unable to determine the exact cause for this event. Co will continue to monitor for trends.